Event description:
Patient suffered pressure sore after use of warming device placed on hand. Hand was very red after surgery and continued. 2 days later the patient was seen for pressure sore type injury. Additional follow-up reveals: the physician who saw the patient in follow-up did not call this a pressure sore but a "partial thickness burn." It was expected that the burn would be healed in one week. The pressure sore is on the medial hypothenar eminence and the size is a 1.5 cm circular sore. The sore was not at the location where the device creates a "seal" with the arm. The patient is hypertensive but not a smoker, diabetic, or fair skinned.